Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the guidewire was unable to be inserted into the lead. The lead was explanted and replaced successfully and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported event of a scratching noise while screwing was unable to be confirmed. As received the helix was found bent/damaged consistent with procedural damage. A helix mechanism test was unable to be perform due to the as received condition of the helix. The reported event of stylet insertion failure was confirmed. Visual and x-ray inspection found the inner coil at the connector region severely over torqued. A stylet insertion test was unable to be perform due to the as received of the inner coil. The cause of the reported event of stylet insertion failure was isolated to the over torqued inner coil, consistent with damage occurring at the time of procedure.